Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Two photos of the loading catheter were provided. In both pictures, only the loading catheter can be seen and it is confirmed that the blue hook is missing on one side of the catheter. No other information can be determined from the pictures. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) , the physician used a cook 6 shooter saeed multi-band ligator. When they [physician] were pulling the trigger cord through the endoscope, the hook on the end of the loading catheter was broken. They used another mbl-6-f to continue. A photo received depicts the blue hook on the loading catheter detached and missing. It was reported that a section of the device did not remain in the patient's body; however, the location of the missing piece is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e. Initial reporter; occupation: non-healthcare professional. Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. Two photos of the loading catheter were also provided. In the two photos received, only the loading catheter can be seen and it is confirmed that the blue hook is missing on one side of the catheter. Our laboratory evaluation of the product said to be involved confirmed the report of blue hook separation from the loading catheter. The device return included the loading catheter with one blue hook detached; the detached blue hook was not included in the return. The blue hook on the opposite end of the loading catheter was intact. The two-way handle, irrigation adapter and trigger cord were also included in the return. The barrel and bands were not included in the return. A tensile test was performed on the remaining blue hook of the loading catheter. The pull test failed with a minimum specification. It was observed that the blue hook appeared to be slightly bent. A review of the sub DHR for this lot was performed. The results of the 16 piece sample tensile testing were acceptable. A dimensional inspection was performed on the catheter. The outer diameter was within specification. The inner diameter was within specification. A visual and dimensional inspection of the blue hook was performed. The outer diameter of the end of the blue hook was measured to be within the specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause of the blue hook detachment is unknown but could be associated with a low tensile value of press fit between the blue hook and the catheter based on the tensile testing results of the second blue hook. The user stated a new device was used to complete the procedure but it is unknown if any force was applied to the second blue hook prior to being returned. The tensile testing of the lot prior to release supports the device was conforming at the time of distribution. The appropriate personnel in manufacturing were notified of this manufacturing process finding for heightened awareness. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.